Manufacturer narrative:
(B)(4). J. Loveridge, n. Ahearn, c. Gee, d. Pearson, s. Sivaloganathan and r. Bhatia. ¿treatment of distal radial fractures with the dvr-a plate ¿the early bristol experience¿. Hand surgery, vol. 18, no. 2 (2013) 159-167. Http://dx.doi.org/10.1142/s0218810413500184. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that there was one (1) case of inadequate reduction requiring revision of the plate as a postoperative complication following a distal volar radius trauma plating procedure. This patient went on to achieve satisfactory radiological parameters and clinical outcome following revision. No further information has been provided.